Event description:
It was reported that the user experienced a hypoglycemic event after a meal announcement was made while glucose was trending downward, with a concurrent report of cgm inaccuracy; blood glucose was 40 mg/dl and the event was corrected with oral fast-acting carbohydrates. Symptoms included shaking and increased appetite consistent with urgent low and low glucose. Outcomes included recovery after self-treatment without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the specific cause of the hypoglycemia remained unclear despite review of device data indicating the timing of the meal announcement during a downward trend, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.